Event description:
Report of explant of device due to "infection at pain pump site" received per device returned product report. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.